Manufacturer narrative:
Conclusion: based on the information received, the users rondo 2 audio processor had mechanical problems. The investigation revealed a leaking battery and a damaged housing. The electrolyte had oxidized several internal components. The damage to the rechargeable battery was most likely a result of substantial mechanical stress. There have been no reported cases of patient injury from contact with the leaking electrolyte to date. This is a final report.

Event description:
Device was received at service_repair on 19-aug-2024 due to mechanical problems. Upon first investigation, a leaking battery and a broking welding seam were identified.

Manufacturer narrative:
The device has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Device was received at service_repair on (B)(6) 2024 due to mechanical problems. Upon first investigation, a leaking battery and a broking welding seam were identified.